Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found one of the rinse unit probes was leaking. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained if discrepant results for 2 patient samples tested for ise indirect na for gen.2 on a cobas 4000 c (311) stand alone system. Patient 1 initial result was 93 mmol/l. The sample was repeated twice with results of 118 mmol/l and 137 mmol/l. The result of 137 mmol/l was reported outside of the laboratory. Patient 2 initial result was 121 mmol/l. The repeat result was 143 mmol/l. The result of 143 mmol/l was reported outside of the laboratory. The questionable results were not reported outside of the laboratory. The na electrode lot number and expiration date were not provided.